Event description:
The customer reported that after having vasoseal deployed in the intensive coronary care unit nurse noted oozing from the sheath when the pt arrived in cardiology at 11:35 am. At 3:00 pm there was still oozing and a small hematoma was noted. At 3:20 deployment was made and holding was completed at 3:30 pm. A 4x6 hematoma was noticed by the nurse at 3:35 pm and a femostop was placed over the area. The femostop was placed to control the ooze. At 6:00pm, femostop was removed and a bruit was noted. The pt had a pseudoaneurysm compressed. The pt was discharged. On 11/9/98 the pt returned to the hospital complaining of pain. The pt had two ultrasound guided compressions completed. No further complications and the pt was discharged on 11/9/98.